Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set issue on 27-mar-2026 as the infusion set was not clicking properly when pulling the spring during the insertion process at cocking the spring which leads to high blood glucose and got treated with correction bolus with pump. The patient replaced infusion set and resumed insulin deliveries successfully.